Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the damaged catheter had apparently been lost by the hospital and it would not be returned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that a revision surgery was performed that day. It was noted that there was a catheter issue which was a result of the patient flipping the pump continuously until the catheter twisted up into knots. The catheter issue was observed intra-operatively. It was noted that the initial date of the issue was not reported to the representative. It was also reported that information regarding patient symptoms, troubleshooting, and the patient¿s weight was not provided to the representative. It was indicated that the cause of the catheter issue was determined to be the multiple flipping of the pump in the pocket. It was stated that the damaged and explanted catheter would be returned after going through the facility¿s required cleaning protocol. On (B)(6) 2017 it was reported that all was well now and that the catheter was patent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-jun-16. It was reported that the pump was flipped/turned over and that the catheter was twisted all the way to the spine. It was detailed that the revision started in the pocket, went to the spine, where they repaired it there too and the catheter was patent. It was stated that on (B)(6) 2017 there was another problem with a coiled twisted catheter that was already reported. It was later clarified that the other twisted catheter event was the only event and it was prior to the (B)(6) 2017 event as far as the representative knew. Refer to manufacturer report #3004209178-2015-18028 for details pertaining to the other prior event. It was noted that the patient flipped the pump ¿dozens and dozens probably hundreds of times on both occasions.¿ it was indicated that the representative informed the doctor that it may be a patient issue and not a device issue. No further complications were reported or anticipated.